Manufacturer narrative:
The analyzer passed functional and systems tests, but was found to have disturbed pins in the patient connector. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer returned as an associated product tested out of specification during manufacturer's analysis. There was no patient involvement.